Event description:
A (B)(6) male pt contacted zoll customer support for an unrelated issue. During servicing of the pt's monitor, a reportable event was discovered. The monitor belt receptacle was damaged. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing and there was a service code 204 in the pt's flag files. Upon evaluation, the electrode belt receptacle was damaged. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is a damaged belt receptacle. The root cause of the damaged receptacle cannot be positively identified but is likely excessive force at the receptacle. No adverse event resulted from the defective monitor belt connector. The pt received a replacement monitor.